Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
During filter implantation with an optease filter via the jugular approach for dvt in the inferior vena cava, the filter was released in the target lesion but the moved into the testicular vein. There was moderate calcification and vessel tortuosity but the rate of stenosis was unknown. The filter was retrieved from the patient's body without problem. The procedure was completed using another new product (details unknown). The product will not be returned. The extent of the dvt is unknown. The size and shape of the vena cava are not known. Thrombus was not present at the delivery site. Pre and post-imaging were completed. It is not known if anti-coagulation therapy was provided or how long after placement the event occurred. It was verified prior to deployment that the hook was caudal and there was complete wall apposition on all sides post deployment. The filter was deployed without tilt. There was not a large or excessive thrombus load. CPR was not administered nor was the patient put into trendelenburg position. The patient was also not given any increased amounts of fluids, either orally or IV prior to the migration.

Manufacturer narrative:
The complaint received states that after deployment the optease ivc filter migrated in the caudal direction. The indication for ivc filter implantation was dvt of the inferior vena cava. There are no patient demographics available. The target vena cava site was described as moderately calcified and tortuous; however, the vessel diameter was not reported. The extent of the dvt is unknown. The size and shape of the vena cava are not known. Thrombus was not present at the delivery site. Pre and post-imaging were completed. It is not known if anti-coagulation therapy was provided or how long after placement the event occurred. During the filter implantation, using the jugular approach, the filter was released in the target lesion but it moved caudally into the testicular vein. It was verified that the hook was caudal and there was complete wall apposition on all sides post deployment. The filter was deployed without tilt. There was not a large or excessive thrombus load. The filter was retrieved from the patient's body without problem. The procedure was completed using another new product (details unknown). The product will not be returned. CPR was not administered nor was the patient put into trendelenburg position. The patient was also not given any increased amounts of fluids, either orally or IV prior to the migration. There was no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15237386 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15237386. Manufacturing records for lot 15237386 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4); and the results indicate that the filter shipped meets specified release requirements. Ivc filter migration is a known potential adverse event associated with optease implantation and is listed in the IFU (instructions for use) as such. Cranial migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the device's ability to exert radial force toward the vessel walls and maintain optimal positioning; however, in this case the filter migrated towards caudally into the testicular vein. The (B)(4) optease IFU states: determine the diameter of the inferior vena cava at the intended implantation site below the renal vein by injecting contrast medium through the angiographic vessel dilator and using its two marker bands as a reference. The distance between the two marker bands, end to end, is 30 mm. (Maximum vessel diameter recommended is 30mm). There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported events; however, the lack of detail regarding the vessel diameter may have been a contributing factor.